Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 166mg/dl, 131mg/dl. Tests were done 5 minutes apart with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.